Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking error was found before use with a bd ultra-fine¿ insulin syringe. The following information was provided by the initial reporter, "the scale was printed on the wrong position. Even set as 1 unit, the quantity becomes 2 units."

Event description:
It was reported that scale marking error was found before use with a bd ultra-fine¿ insulin syringe. The following information was provided by the initial reporter, "the scale was printed on the wrong position. Even set as 1 unit, the quantity becomes 2 units."

Manufacturer narrative:
Investigation summary: customer returned (2) loose 1/2cc, 12.7mm syringes. Customer states that the scale was printed on the wrong position. Both returned syringes were tested using the plug gauge and both of the 5 unit scale markings fell out of specifications. A review of the device history record was completed for batch# 8295667. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for ink rings. There was one (1) notification [(B)(4)] noted for missing scale lines. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. As per investigation completed by manufacturing, "on 03sep2019, holdrege received (2) loose 0.5ml 29ga x 1/2in syringes from material 326666, batch 8295667. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Visual inspection of the syringes found that the scale lines were located at different distances from the barrel tip. The needle assemblies were removed from both of the syringes. There was no visible damage to the barrel tips. The syringes were tested per tp700264 using plug gauge, ID# 10301. The 5 unit scale line did not fall within the recessed area of the plug gauge for either syringe. Per qc700450, if accuracy of scale location is questionable, volumetric testing is to be performed. Both syringes had volumetric testing performed per tp700119. Volumes are measured at the 20 and 50 scale lines. Per the chart in section 6.5 of qc700450, the spec range at the 20 is 0.1881-0.2110g, and the spec range at the 50 is 0.4739-0.5238g. These specifications are in alignment with iso 8537. Both syringes passed volumetric testing using calibrated scale, ID# 13716, and are within volumetric specification. The volumetric results ensure that dosing is accurate. Results are below: sample 1: volume u-100 20 units: 0.1974 volume u-100 50 units: 0.4865 sample 2: volume u-100 20 units: 0.1993 volume u-100 50 units: 0.4867"